Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that the numbers were ramping when she was trying to program her food into the insulin pump. Customer also states that there was button error alarm and the insulin pump could have been exposed to moisture, such as sweat. The insulin pump will be replaced. Nothing further reported.